Event description:
Bed alarm was not functioning properly, patient attempted to get out of bed without assistance. When pressing the status button it turned green meaning the patient is sitting on the alarm and it is functioning. It appears the box does turn green when the status button is pressed but the alarm does not sound when pressure is removed from the pad. The settings are correct on the back of the box, the battery is new.

Event description:
Bed alarm was not functioning properly, patient attempted to get out of bed without assistance. When pressing the status button it turned green meaning the patient is sitting on the alarm and it is functioning. It appears the box does turn green when the status button is pressed but the alarm does not sound when pressure is removed from the pad. The settings are correct on the back of the box, the battery is new.